Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during pumping. The reported issue did not impact the customer's blood glucose (bg) level. However, the customer experienced an elevated bg level of 420-460 mg/dl. Reportedly, the customer received an incomplete change cartridge alert. The customer successfully loaded a cartridge and administered a correction bolus.